Manufacturer narrative:
Submit date: 11/4/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a uvc catheter. The customer reports the patients umbilical venous line cracked at the hub. It was caught before the patient could bleed out.